Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch vita meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged inaccuracy began on ¿(B)(6) 2015, 9:00am¿ when he obtained an inaccurate high result of ¿220mg/dl¿ on the subject meter compared ¿ 190mg/dl¿ on another device (contour next), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results, fall within lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting insulin doses and denied taking any action as result of the alleged product issue. The patient reported that on ¿(B)(6) 2015, 1:00pm¿, after the alleged issue began, he developed symptoms of ¿could not think clear and trembling¿ also at this time the patient reported that he had self-treated by consuming ¿grape sugar¿. At the time of troubleshooting, the csr determined that the correct unit of measure and approved sample site were used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; the test strips were found to have exceeded their shelf life. The meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.